Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, when being applied on the gastric tissue, the first reload was able to fire but a loud breaking noise was heard. With the second reload, the device was unable to fire. The surgeon used a new stapler to resolve the issue. There was no patient injury.